Event description:
It was reported that noise was noted on the right ventricular (rv) lead. The noise was over-sensed leading to pacing inhibition. No intervention was reported. The patient was stable.